Manufacturer narrative:
Physician programmer model 8840, lot # unk, serial # unknown; catheter model 8711, serial # (B)(4), implanted: (B)(4) 2007, explanted: unk.

Event description:
A healthcare provider (hcp) refilled the patient's pump 4 days ago with lioresal (2000 mcg/ml, 96 mcg/day), but had never updated the pump with the new concentration. The ''old''/previous concentration of lioresal was 500 mcg/ml (at 135 mcg/day). An overdose occurred, and the patient had overdose symptoms. The pump was programmed to deliver 24 mcg/day of the 500 mcg/ml concentration, which was effectively delivering a daily dose of 96 mcg/day. The hcp planned to update the pump the next day with 2000 mcg/ml at 96 mcg/day. Not programming a bridge bolus was noted, since all components of the infusion system contained lioresal with concentration of 2000 mcg/ml.

Event description:
Additional information received reported that the health care professional put the wrong medication in the pump and resulted in patient overdose (as reported previously). The patient was vomiting, incontinent, and incoherent. It was noted that the patient did have use of her legs, was able to transfer, and could use toilet independently, but her arms "would not work." The patient was taken to the emergency room. The patient had a magnetic resonance imaging (MRI) done which stopped the pump temporary for 45 minutes. The MRI was done to check for spinal fracture. The health care professional had "ruled out everything." The pump rate was turned down until the patient started experiencing withdrawal and then the patient was give oral baclofen. It was also reported that the patient was getting muscle pain cramps and that was the reason why the patient was switched back to baclofen with concentration of 500.

Event description:
Additional information: the health care provider later reported that the overdose occurred due to a clinician error. The patient symptoms were not provided. It was noted that the patient recovered from the serious injury/illness without sequelae.

Manufacturer narrative:
(B)(4).